Manufacturer narrative:
Dvd 9735991 sata cable kit s8 svc). A medtronic representative went to the site to test the equipment. It was reported that the disk drive and cables were of the navigation system were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported from a manufacturer representative (rep) that the system is unable to load discs. The dvd drive is able to receive and eject discs, but does not register in the software to load. While on site the rep checked connections and all internal connections were secure. She also attempted to load discs that had been loaded successfully in the past and the system did not recognize any of them. No patient.

Manufacturer narrative:
Additional information: d11: lot number of dvd 9735991 sata cable kit s8 svc is s12c6yah400j9x, manufacture date apr 2016. H3) the drive was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. It was possible to load exam without issue when connected to a known good system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.